Event description:
The target lesion was in the distal rca. The lesion was an in-stent restenosis of a previously implanted vision stent). The vessel was heavily calcified and highly tortuous. There was 99% stenosis. Pre-dilation was conducted. Then while a cypher (3.5/28mm) was being delivered to the target lesion, the tip of the cypher became stuck at the calcification and it would not advance further. Therefore, the physician predilated again and tried to redeliver the cypher, but the tip of the cypher became stuck at the calcification again and the stent was noted to be flared at the distal end. A new cypher (3.5/28mm) was implanted at the target lesion and the procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.